Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported she was hospitalized for high blood glucose on (B)(6) 2014. Her blood glucose was 561 mg/dl when admitted. She stated she had been getting strange readings from her insulin pump since getting a new one a month ago. Her blood glucose was higher than usual considering what she was eating. She got the stomach flu and went into ketosis. She was diagnosed with diabetic ketoacidosis at the hospital. She was released once her blood glucose was under control. Nothing further reported.